Event description:
It was reported that the patient presented after receiving multiple inappropriate shocks. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing noise and high pacing impedance of over 3000 ohms resulting in inappropriate therapy. The rv lead was reprogrammed and the high voltage detections turned off. The pace/sense portion of the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)